Event description:
Customer reported that the touchscreen on the pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The damage occurred when the customer fell and landed on the pump. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump due to the existing warranty having expired.